Manufacturer narrative:
The pump was visually inspected and found to be contaminated, therefore further testing was unable to be completed. Cylinder 1 was leak tested and a leak on the cylinder body was identified. Functional test confirmed the leak and visual inspection revealed the leak was due to wear at a corner fold. The pump was visually inspected and found to be contaminated, therefore further testing was unable to be completed. Review of the manufacturing records for batch 401785 confirmed that there was a total of (B)(4) units started for this manufactured batch with 0 units scrapped. It can be concluded that all the finished goods components in this batch were manufactured per process and met all specifications. An overall investigation conclusion code of cause traced to component failure was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction.

Event description:
It was reported that the patient was dissatisfied with the rigidity of the cylinder. A new inflatable penile prosthesis(ipp)device was implanted. A patient outcome was not reported.

Manufacturer narrative:
Pump: model- 72402930; lot sn- (B)(4); mfg date- null; exp date- 01/28/2007.

Event description:
It was reported that the patient was dissatisfied with the rigidity of the cylinder. A new inflatable penile prosthesis (ipp) device was implanted. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.